Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Additional information received that this pacemaker was already explanted.

Event description:
Boston scientific received information that this pacemaker was at elective replacement indicator (eri) upon current checkup but had two and a half year remaining ten months ago. No programming changes were done. Boston scientific technical services (ts) then discussed things that can influence longevity. Attempts to obtain pertinent additional information were unsuccessful. This pacemaker was scheduled for replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.